Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the received an insulin flow blocked alarm. The caller took the reservoir out to make sure it was locked in properly and looked at the tubing but he was not able to see where the blockage was. The customer performed the 5.0 unit fill test and insulin had exited without incident. It was also noted in troubleshooting that the cannula was bent. The customer had a blood glucose level of up to 450 mg/dl. The high blood glucose was treated with an insulin shot. The customer was sent a replacement for their infusion set. The device will not return for analysis.